Manufacturer narrative:
A product development evaluation was completed: the relevant functional design requirements and verification/validation of these requirements can be found in the implant functional and design requirements traceability matrix (fdrm), revision d. These are the following: requirement 9.0 ¿ exclusion criteria for patients (contraindications): based on the information in this compliant, the risk analysis was reviewed and it was determined that an update is not warranted at this time. Since the cause of the patient¿s pain are unknown and no device failures have been identified, the verifications and validations documented in the functional and design requirements traceability matrix remain valid for prodisc-c. The prodisc-c implant risk analysis (fmea), revision f (project folder s05-029) was reviewed and it was determined that an update is not warranted at this time. There is not enough information available to determine a cause or hazard for the pain reported or the adjacent segment degeneration observed (that may or may not be symptomatic). No device failures have been identified. ¿myelopathy or pain¿ is also listed on the prodisc-c package insert (gp2632, rev. D) as one of the several potential risks associated with this device and in general with the implantation of spinal implants. Another possible explanation for post surgery pain could be technique related. Removing the diseased disc is supposed to remove the source of the patient¿s pain. The fact that the patient may have continued to experience pain after the original prodisc-c implantation indicates the surgeon failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant and fused the disc space indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states ¿performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery.¿ the source of the patient¿s pain in this case remains unclear. This complaint is considered indeterminate from a design perspective. No further action regarding implant design is necessary at this time. A search on pub-med did not uncover any reports of a prodisc-c revision resulting from pain specifically.

Event description:
It was reported that there was the removal of a prodisc cervical implant due to shoulder pain. The part number is currently unknown. The patient was originally implanted on an unknown date in 2010. The implant was removed and the patient was revised on (B)(6) 2013. The implant was not damaged. It was removed easily without additional intervention. The removal was planned and a spacer-cr and vectra plate were implanted in the scheduled time. The surgery was successfully completed. This report is for one unknown pro disc cervical implant. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 1 unknown prodisc cervical implant/unknown lot. Device was used for treatment, not diagnosis. Placeholder.